Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had keypad issue. The customer¿s blood glucose level was unknown. The customer stated that the buttons was less responsive and were harder to press, sometimes has to press buttons twice. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. (B)(4).